Event description:
It was reported by a customer in the USA that an 840 ventilator had a communication failure between the graphic user interface (gui) and the breath delivery unit (bdu). There was no patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and verified the reported malfunction. The cse upgraded the graphic user interface (gui) display and replaced the gui central processing unit (cpu) printed circuit board (pcb), and backlight inverter printed circuit board (pcbs), and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).